Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd saf-t-intima IV catheter safety system the nurse found the tubing broken on the first day infusion and slight leakage of blood."infusion area is the head. No impact to child.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received two used units from the customer in support of this complaint. After both samples were evaluated, the reported defect was confirmed. However, based on samples evaluation and considering the conditions as were received, it cannot confirm or associate the defect to manufacturing process. This defect is not common in our process; because, we only placement the slide clamp over pvc tubing. The only way to reproduce this defect is performing an incorrect activation, clamping the clamp with the cannula within of the pvc tubing and during the activation caused tubing broken. DHR for lot 6118693 was reviewed and no qns or other events were related dto the complaint stated by the customer. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.